Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that coil embolization was attempted during a tips and brto procedure. During advancement of the coil in the catheter at the femoral access site, the coil was believed to have detached. The coil and the catheter were no longer used and the procedure was completed through the jugular access site. There was no reported patient injury or additional intervention.